Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.this model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that an infection and skin necrosis occurred. The device and lead were removed. It was further reported that the patient had a revision three years prior to due infection. Additional information noted that prior to device system explant, there washigh lead impedance. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.